Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on 07/20/2016 that the patient experienced no audio output and an adverse event on (B)(6) 2016. Patient stated that they were ill and had blood glucose over 300mg/dl with ketones and indicated that the sensor ignored the high. No further event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.